Event description:
It was reported that the user experienced low glucose at 56 mg/dl while using the ilet system with a continuous glucose monitor (cgm), with concerns about cgm sensor inaccuracy and guidance provided to calibrate as needed and on cgm target settings; the user¿s spouse also inquired about a pump sleep mode and was advised none exists. Customer care provided troubleshooting and education with the user and transfer to clinical support. Investigation of this case revealed that the cause of the hypoglycemia remained unclear. No clinical symptoms associated with hypoglycemia treated with oral glucose. Outcomes included temporary interruption of normal activities due to the low glucose event. It was concluded that the event was related to hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.